Event description:
On 11/06/2004, the pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic and had missing segments in the display. He obtained blood glucose results of 142 mg/dl, 225 mg/dl, and 146 mg/dl with the reported meter, performed within 10 minutes of each other. These results are not precise. The pt received no medical attention after use of the meter. The customer care rep (ccr) discovered that the pt was applying blood to the test strip incorrectly. Incorrect technique could result in imprecise readings. The ccr walked the pt through two tests over the phone; the results were 149 and 148 mg/dl. These results are precise. The ccr confirmed that the meter display had missing segments. The ccr was not able to walk the pt through a control solution test as the control solution was expired. There is no indication that the pt experienced injury or medical intervention due to the meter. Based on the missing display segments, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.